Event description:
This is a non-us event. This malfunction occurred in (B)(6). Upon removal of a tampon, consumer stated pieces remained lodged inside of her on 2 separate occasions. She was able to remove the remaining pieces herself.

Manufacturer narrative:
Device history record in review. Consumer did not return product for evaluation.